Event description:
It was reported that during a polyp treatment procedure, difficulty cutting the polyp occurred. A dis micro hex olympus polypectomy snare had been advanced to treat a polyp in the large intestine. The physician encountered unspecified difficulties in attempting to cut off the polyp; however, the physician was able to use this device to complete the procedure. There were no pt complications reported with the patient's current condition listed as "good".